Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. No patient return sample was available for investigation. A retained reagent kit of architect (B)(6)ag/ab combo reagent lot 46370li00 was tested. Results of this testing did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the complaint lot was evaluated by testing two commercially available seroconversion panels (zeptometrix (B)(6) 9016 and hiv 9018). The seroconversion panel results were compared to architect (B)(6) test results provided by zeptometrix. The reagent lot detected the same bleeds as reactive for the seroconversion panels. Based on the data it was shown that the sensitivity performance of the lot is not adversely affected. Customer complaint data was reviewed. This review did not identify any problems relating to the customer observation and no adverse trends were identified. In addition a review for non-conformances and deviations associated with the reagent lot in question was performed. This review resulted in no occurrences that could be linked to the customer observation. The architect (B)(6) ag/ab package insert was reviewed and was found to adequately address the issue. Based on the results of the investigation, the product is performing as intended and no product deficiency was identified.

Event description:
The customer stated that a false negative architect (B)(6) ag/ab combo result of 0.14 s/co was generated on a patient known to be positive for (B)(6). The sample was tested with elisa (genscreen hiv ag/ab ultra) and western blot and positive results were generated. There was no report of impact to patient management.